Event description:
During a right knee operative arthroscopic procedure using a 4.5 incisor plus shaver blade, metal particles were noted floating in the knee joint at the end of the procedure. All additional instrumentation intact with no apparent damage. There was metal debris left in the joint; suction was used to remove but not all the debris was removed.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).